Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced eye pain, discomfort, and a pressure feeling from behind the eye. The patient had a macular pucker in the right eye prior to surgery. The eye was too big for the socket. The patient having issues with the ground looking uneven when she goes outside. The right eye makes objects look bigger. She cannot drive since surgery. The surgeon has seen her multiple times and restarted her on nonsteroidal anti-inflammatory drug to help with the discomfort but maybe it was making the eye feel worse. She was seen also by her retina doctor who said the macular pucker was stable. The patient feels that eyelid does not blink as it used to be. She had a long history of product and environmental allergies and wonders if her body is allergic or rejecting the lens implant. She will speak with her surgeon at next appointment. Additional information has been requested.